Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in 2010 and had good benefit from the device. On (B)(6) 2023 the user was having high fever and on (B)(6) 2023 the user was diagnosed with acute meningitis.

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient was explanted due to meningitis 12 years after implantation. Given the long latency between implant surgery and development of meningitis, it is unlikely that the device itself was causative of this infection, but rather other unknown factors, in the context of an unvaccinated cochlear implant patient. Furthermore, no allegation against the implant has been made by the clinic and device sterilization records have been reviewed and are within specifications. Device investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user was implanted in (B)(6) 2010 and had good benefit from the device. On (B)(6) 2023 the user had a high fever and on (B)(6) 2023 the user was diagnosed with acute meningitis and was admitted to hospital. During treatment of the meningitis the device was explanted.